Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell on the insulin pump and now the insulin pump is alarming and the display is blank. The patient's blood glucose at the time of incident was 4.8 mmol/l. Troubleshooting was initiated for the blank display. The insulin pump showed no sign of physical damage. The customer stated that the display kept flashing off and on, and when they removed the battery the insulin pump stopped alarming. The insulin did not have any corrosion on its battery compartment or spring either. The battery cap contacts were cleaned and a new aa battery was placed into the insulin pump, but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected blank/white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including the rewind, seating, basic occlusion, occlusion, force sensor, displacement or self tests due to the display anomaly. The pump was received with a cracked select button at the keypad overlay, minor scratches on the lcd window, case and keypad overlay.